Event description:
A nurse reported that during cataract surgery with intraocular lens (iol) implant procedure, damaged company cartridge caused damage to the implant. The company cartridge and lens changed. The procedure was completed on same day. Additional information has been requested and received stating that this was not a lens-related issue.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).